Event description:
It was reported that, during the tha, when the surgeon was screwing a screw with a universal driver, the tip of the driver broke in the screw head. He removed the fragment and the screw.

Event description:
It was reported that, during the tha, when the surgeon was screwing a screw with a universal driver, the tip of the driver broke in the screw head. He removed the fragment and the screw.

Manufacturer narrative:
An event regarding a fractured screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured, deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. Damage to the associated screw suggests it was not properly aligned in the acetabular shell which likely increased the amount of torque necessary to drive the screw and contributed to the fracture. Additionally, the fracture surface is angled which suggests the driver was not fully engaged with the screw during tightening. It is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be application of excessive force by the user. An improperly aligned screw likely necessitated the excessive torque. No material or manufacturing defects were noted during the investigation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.